Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; it remains implanted. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. A company physician reviewed photos provided by the surgeon of the patient's eye. Two photos of an eye with un-dilated pupil were provided. Both photos show central whitish granular like material towards the center of the pupil. Exact location on iol, origin, or source of apparent foreign material cannot be determined from the photos. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgeon reported that on postoperative day 2, following a cataract extraction with intraocular lens(iol) implant procedure, a foreign round shape material like a membrane was confirmed on iol surface by slit lamp examination when the patient visited the clinic. The patient complained of difficulty with visual acuity. There was no inflammatory reaction confirmed. No medical treatment was prescribed. Additional information was provided by the surgeon, that the substance appeared to be dissolved and became smaller and thinner. The patient's visual acuity was improved and progression was good.

Manufacturer narrative:
Evaluation summary: the product was not returned. A company physician evaluated the provided photos: two photos were provided showing central granular/membrane like foreign material apparently in posterior capsule but unable to determine exact location or origin. Effect on vision is not able to be determined based on photos. The customer indicated the use of a qualified cartridge and handpiece. Cartridge and handpiece product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the cartridge used. The product investigation could not identify a root cause. (B)(4).